Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. The device remains implanted in the patient. In this case, per report the perforation was caused by the guidewire. There was no allegation or indication a device malfunction contributed to this adverse event.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, during deployment of a 23mm sapien 3 ultra valve in the aortic position, the patient¿s pressure dropped, and echo revealed a pericardial effusion. Angiography confirmed an apex perforation and cardiac tamponade.  Per report, the perforation was caused by the guidewire.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
Correction: brand name (d1) and model number (d4).

Manufacturer narrative:
Correction to change to death and change to death. Additional information was provided. The patient was converted to an open procedure. The patient was stable and transferred for post management care.  Post procedure, the patient expired. As reported, pre-procedure discussion indicated that the patient¿s ventricle was small.